Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient stated that their ins didn¿t seem to be holding a charge and that it was taking much longer to charge the ins even though they indicated that they had full coupling. They stated the ins didn¿t seem to be charging completely. The patient also reported a loss of therapy. They indicated that their loss of therapy was considered to be a sudden change. The patient stated they wanted to schedule and appointment to meet with a manufacturer representative (rep). The patient indicated that they had not recently been reprogrammed, switched groups or increased their parameters. No troubleshooting could be done due to lack of access to the product. It was suggested that the patient call back to do troubleshooting when they had their recharge equipment. They were also redirected to contact their rep directly to schedule and appointment for their device to be checked. They were advised to bring their equipment to their appointment. The issue of their therapy not helping and not feeling it, the ins not seeming like its holding a charge, taking longer to charge the ins, and the ins not charging completely all began a couple weeks ago in (B)(6) 2018. No further complications were reported/anticipated.